Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had multiple issues with air bubbles. It was also reported that the customer woke up to a high blood glucose of 462 mg/dl. The customer was treated with manual injections. The air bubbles were in the reservoir. Troubleshooting was performed. The air bubbles were not removed successfully. The reservoir will not be returned for analysis.